Manufacturer narrative:
Concomitant product(s): a 5524m-53 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead is exhibiting high/undefined svc (superior vena cava) coil impedances as well as an increase in rv coil impedances. The rv thresholds have also increased. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a rv defib impedance warning was triggered on the right ventricular (rv) lead due to high rv coil impedance.